Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the image loss was not established. No device abnormalities were observed during evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The olympus lamp life meter was reading under 50 hours, light intensity output was measured within range. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had image issues (no error message) towards the end of an unspecified procedure. After 30-40 minutes if being used/on, the image just went dark and was unrecognizable. There was no delay in the procedure and the patient was under anesthesia. There was no patient harm associated with this event.